Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the balloon deflated and the wire still inside the device. During our inflation test a water filled syringe was placed on the inflation port and inflated. There was a stream of water coming from a hole at the proximal end of the balloon when inflated. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report of a leak in the balloon. Based on our assessment of the information provided the device performed as expected. The user stated the balloon was inflated prior to use and worked appropriately. This confirms the balloon was intact prior to the 2nd inflation within the patient. The balloon was placed in the patient without using an endoscope, against what is specified in the instructions for use ["maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically"]. The balloon remained inflated for 3 minutes prior to the initiation of a leak from a pin hole in the balloon material. This time exceeds our expected use of the device. Prior to distribution, all hercules 3 stage wire guided balloon esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the balloon was placed in the patient without using an endoscope, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an alimentary canal expansion of anastomotic stricture near the esophagus, the physician used a hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported [that] a preliminary check of the device revealed no water leaks, and the balloon could be expanded without any problems. Because the patient was a child (age unknown), an endoscope was not used. The physician inserted a balloon catheter along the provided wire guide under fluoroscopy, advanced it to the target site, and tried to expand it. It expanded without any problems and was maintained for 3 minutes. However, it was noticed that water was leaking from the balloon under fluoroscopy, so the device was removed from the patient's body and checked and visually confirmed that water was leaking. The procedure was continued and completed by using another hbd-w-8-9-10 [dilation balloon]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.